Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported sleeve steering issue was not confirmed. The investigation was unable to determine a definitive cause for the reported incident. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Sleeve steering issues can be a result of manufacturing anomalies, such as a loose/misaligned sleeve key or misaligned cable lumens. Additionally, sleeve steering issues may be influenced by patient morphology/pathology, such as vessel tortuosity, a rotated heart or difficulties with the transseptal puncture, which could result in increased tension on the device. Factors related to user technique which can influence sleeve steering issues include, but are not limited to, excessive curves applied to the device by the user, positioning the device with suboptimal visualization or not following the procedural steps outlined in the instructions for use (IFU). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement which occurred in the left atrium and has the potential to cause or contribute to injury if the clip comes in contact with the atrial wall. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced to the left atrium. During the attempt to steer the cds down to the mitral valve leaflets using the m/l knob, it was observed that the clip went in the wrong direction. The device was replaced. Two clips were implanted successfully. Mr was reduced to 1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.